Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized 3 times during the summer for high blood glucose levels and a mild heart attack. Customer's spouse stated that the cannula was bent at the hospital but not when at home. Customer was admitted to the hospital on (B)(6) 2014 with a 511 mg/dl blood glucose level. Customer was released on (B)(6) 2014. Customer's spouse stated that she believed the pump was not detecting occlusions in the connection. Customer had a previous hospitalization on (B)(6) 2014. Customer had chest pains and their blood glucose level was over 400 mg/dl at 11pm. Customer had hyperglycemia and visited the cardiologist while in the emergency room. Customer did not have any heart issues at the time. Customer's pump settings were changed by the health care professional. Customer was also given medication for nausea and was wearing the pump at the time of the 911 call. Customer stated that the drive support cap was sticking out. No additional information provided.